Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that during kit inspection, it was noticed that the tip of the driver was bent. Upon physical eval on (B)(6) 2015, the tip was noted to be fractured.